Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received off no power alarm. The customer's mother reported that they were having issues with depleted battery life. The customer's mother reported that the battery was full then would go empty and back again. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they did not received low battery alert prior to off no power alarm. The customer's mother stated that the battery was not previously used. The customer's mother stated that the insulin pump was dropped prior to the event. The customer's mother stated that there have not been unattended alarms. The insulin pump will not be returned for analysis.